Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information (no logs or no information about faulty part) as failed internal leakage test may in some cases have underlying causes that affect essential functions of the ventilator. In further process of complaint handling, received information indicated that service at the customer's site was not required as the problem was solved by phone. There was no information about the replacement of any part. The root cause to the reported issue has not been confirmed. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).